Event description:
The customer contacted physio-control to report that their device's service indicator was illuminated and the capacitor was not holding a charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed high voltage main charge capacitor and determined a broken internal strap was the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's high energy capacitor to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's service indicator was illuminated and the capacitor was not holding a charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.